Manufacturer narrative:
(B)(6). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A photo was received and evaluated. A visual inspection was performed with no issues noted. The reported problem could not be identified. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a leak was observed to be coming from the door on the homechoice (hc). The caller stated they had kinked the tubing from the solution bag and stopped therapy on the hc. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.